Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink near the y-fitting approximately 76.2cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed on the catheter tubing at the kinked location of 76.2cm. The penetration found in the catheter tubing and the inner lumen separation appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing and inner lumen causing the reported problems. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon ruptured. The insertion was reported to be axillary, which is not a method described in the instructions for use (IFU). There were reports of constant alarms throughout the duration for high pressure/kink alarm and helium loss alarm. On (B)(6) 2024, the iab started migrating back towards the insertion site. It was repositioned at bedside on (B)(6) 2024, then again on (B)(6) 2024. The alarms continued throughout this process, and the staff decided to change out the intra-aortic balloon pump (iabp). On (B)(6) 2024, the iabp was changed from an autocat2wave to another of the same kind. Then, on (B)(6) 2024, the iabp was changed to an ac3 optimus. Throughout the morning of (B)(6) 2024 the staff noticed that helium/air flow loss was audible through the sleeve, while the iabp continued to alarm for kink/high pressure until blood was noticed. The line was clamped and the iabp was placed on standby. The patient was taken to the cath lab where the iab was removed and then replaced in the femoral artery. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint # (B)(4).